Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a high blood glucose event for which the patient took a bolus delivery and insulin pens. Patient's blood glucose level at the time of event was 298 mg/dl. It was found that the infusion set leaked at the quick release on the first day of use. There was no stress or pull on the infusion set tubing. No further information available.